Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found. It was noted by the analyst that the device was received in its original unopened shipping container. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) could not establish telemetry prior to use. The device was never implanted. No known patient involvement. No patient complications have been reported as a result of this event.